Event description:
Same case as MDR 2134265-2012-07948. It was reported that during a stenting treatment procedure removal difficulties occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous, proximal left anterior descending artery. Using a non-bsc guide wire and a non-bsc balloon catheter the physician pre-dilated the target lesion. Then, an atlantis imaging catheter was used for intravascular ultrasound (ivus). The physician advanced another guide wire to the 1st diagonal to protect lateral branch and performed additional dilation with another non-bsc balloon catheter. The physician then implanted a 3.0x27mm promus element stent in the target lesion. Then the physician advanced a quantum balloon catheter for post-dilation, however the balloon catheter caused deformation of the proximal edge of the implanted stent. The procedure was completed with another of the same device. No further patient complications were reported and patient's status is fine. The non-bsc guide wire in the 1st diagonal was removed, then re-advanced through 1st diagonal with the atlantis imaging catheter for more ivus. After auto pullback was performed, the physician attempted to withdraw the device without fully advancing transducer, and the imaging catheter became stuck in the implanted stent. The imaging catheter was able to advance but not withdraw. Another non-bsc guide wire was advanced and able to withdraw the imaging catheter. A non-bsc ivus catheter was used and noted that the implanted stent was damaged and may not have been well apposed. The procedure was completed by inflating a non-bsc balloon catheter in the damaged stent. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: only the sheath of the imaging catheter was returned for evaluation. The device was used for diagnosis. The following was observed: the imaging core, telescope, and hub assembly were missing; only the sheath assembly with guidewire stuck inside was returned back. No kinks or bends were observed on the returned guidewire. The guidewire that was stuck in the guidewire distal tip sheath assembly was removed. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR 2134265-2012-07948. It was reported that during a stenting treatment procedure removal difficulties occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous, proximal left anterior descending artery. Using a non-bsc guide wire and a non-bsc balloon catheter the physician pre-dilated the target lesion. Then, an atlantis imaging catheter was used for intravascular ultrasound (ivus). The physician advanced another guide wire to the 1st diagonal to protect lateral branch and performed additional dilation with another non-bsc balloon catheter. The physician then implanted a 3.0x27mm promus element stent in the target lesion. Then the physician advanced a quantum balloon catheter for postdilation, however the balloon catheter caused deformation of the proximal edge of the implanted stent. The procedure was completed with another of the same device. No further patient complications were reported and patient's status is fine. The non-bsc guide wire in the 1st diagonal was removed, then re-advanced through 1st diagonal with the atlantis imaging catheter for more ivus. After auto pullback was performed, the physician attempted to withdraw the device without fully advancing transducer, and the imaging catheter became stuck in the implanted stent. The imaging catheter was able to advance but not withdraw. Another non-bsc guide wire was advanced and able to withdraw the imaging catheter. A non-bsc ivus catheter was used and noted that the implanted stent was damaged and may not have been well apposed. The procedure was completed by inflating a non-bsc balloon catheter in the damaged stent. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).